Event description:
The pt is a female pt who was admitted in 2009 with a traumatic spinal injury. The pt was taken into spinal surgery the following month, at which time two hemovac drains were placed near the posterior midline incision; the case concluded without complication. The pt's medical condition continued to improve after surgery, and the pt's md made the decision to remove the hemovac drains. Upon removal of the left hemovac drain, excessive resistance was met when withdrawing the tubing. After removal of the tubing, it was noted to not be intact, indicating a portion of the tubing was retained in the pt's body. Risk management was notified of the adverse event five months later. Dates of use: 2009.